Event description:
It is reported that broach impactor is broken.

Manufacturer narrative:
Evaluation summary: the returned broach impactor has one of the jaws fractured off from the base. The knurled section of the instrument shows impaction marks on the anterior side indicating that the device was impacted off-axis causing additional bending moment and the jaw fractured due to overload. Improper use of the device appears to be the cause of the problem. A field communication was released january 2008 for proper extraction technique of the broach impactor. In addition, a new design has been implemented that can successfully withstand off-axis loading. A product removal of all previous design iterations was initiated on 06/30/08. Evaluation: the fractured tab was not returned with the complaint for review. The device meets specifications as measured.